Manufacturer narrative:
Follow up #1 04/24/2017 device evaluation: in q1 2017 there was 1 additional instance of keypad tactile changes with moisture failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 15 allegations of a malfunction, 10 pumps were returned to animas and investigated. Of the investigated pumps, 10 were found to be malfunctioning due to moisture. During investigation for unrelated allegations, there were 1 additional keypad/tactile w/moisture failure revealed during product investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
This report summarizes 15 malfunction events. A review of the events indicated that the one touch ping model pump experienced a keypad/tactile w/moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 14-68 years of age and between 110 and 240 pounds. Of the reported patients, 2 were male, 11 were female, and 2 were unknown.